Event description:
The advocate stated that the customer tested his blood glucose and received a low reading. A value was not provided. They had a pharmacist perform a control test as a result of the low glucose reading and the result was 51 mg/dl. The normal control range was not provided, but should be around 97-134 mg/dl. No adverse events were alleged. The customer only had one test strip left, so no product will be returned for evaluation.